Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 366 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment for hyperglycemia, a bolus was delivered, and a new pod was applied.

Manufacturer narrative:
Investigation results did not find a bent/kinked soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. The downloaded data returned an 0x33 alarm, indicating the pod alarmed out while waiting for input from the pdm. During investigation, the device was reset and a 5 unit bolus was delivered. The rerun did not generate the 0x33 error code observed in the original data. No defects or deficiencies were found that would contribute to the generated alarm. No other damages or deficiencies were observed during the investigation.